Event description:
On 07/05/2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving error 5 message. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with self-adjusting humalog insulin. The error 5 message began in 2009 at 6am. As a result of the product issue, the pt reportedly decreased his dose of humulog insulin (6 units). It is not known if the pt was able to obtain her blood glucose after the error 5 message began. About 4-5 hours after the product issue began, the pt reportedly developed symptoms described as "shaky and sick feeling in tongue." The pt administered self-treatment with food/drink at 10am. The pt did not test on any other devices. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention such as blood glucose reading, diabetes medication intake, food intake, and physical activities. During troubleshooting, the error 5 message was not resolved with troubleshooting. This complaint is being reported because the pt claimed she had symptoms that can be associated with hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.